Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed and event code logged in the device's memory that could be indicative of a device lockup condition. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no report of patient use associated with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker determined the device's system pcb needs to be replaced. However, due to part obsolescence the device cannot be repaired. The device was returned to the customer unrepaired.